Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. Inappropriate shocks were also delivered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 400 ohms through (B)(6) 2014, and rises out of range (greater than 2500 ohms) starting (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) nst episodes with v-v intervals less than (B)(4) ms between (B)(6) 2014 and (B)(6) 2014. 130 v-sic per day over the last three days. Lead failure predictor triggered on (B)(6) 2014 for v-sic and nst.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.